Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a previously implanted screw had broken into multiple pieces in the posterior and lateral portions of the patients knee. All the pieces were removed successfully.

Manufacturer narrative:
The product was not physically returned for investigation. However, based on the images provided, the reported failure could be considered confirmed. The screw fragments were reviewed and it appears the entire screw is present. The graft was able to heal sufficiently, and the patient did not complain of pain until a few months after the original surgery. The screw was able to work its way out of the femoral bone tunnel without harming the integrity of the graft. On the femoral side, the surgeon used a bone plug. This would have created a very tight fit for the screw. From the information provided it is not suspected that the screw was fractured upon insertion. The are various potential root causes for this failure such as: design, process, and/or application. This is the first event of post-op screw breakage ever reported. Therefore, all design and process root causes have been ruled out. It was confirmed by the lot number that this product was not expired when implanted. It is possible that this product could have been exposed to elevated temperatures prior to being implanted, however this cannot be confirmed. This event is being considered a one off with no confirmed root cause or contributing factors. The patients acl repair was able to heal properly and the revision surgery was able to be completed successfully without any additional adverse consequences. In sum, the product was not returned for investigation but the reported failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a previously implanted screw had broken into multiple pieces in the posterior and lateral portions of the patients knee. All the pieces were removed successfully.